Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that patient had left side extreme pain in ins pocket since they switch from right side to left side. They revised wires and put in ins. It was stated ins flipped over and patient was getting shocked. They realized the lead was old and they revised the lead. No further complication or events were reported.